Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the colors on the central control monitor changed. The colors were affected by a greenish hue/tint which was applied to the entire screen. The device was used to conclude the procedure. The procedure lasted approx 5 hours. The heart lung console was then shutdown for approximately 40 minutes before the next case was started. When the system was powered on, the central control monitor display appeared normal. Approximately 1 1/2 to 2 hours into the case, a blue hue/tint was applied to the entire screen. In both cases, all information was legible. Control of the pumps remained available through redundant local controls. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.